Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 20:06:29. During night drain cycle three, the patient's ultrafiltration reading was 1302ml, indicating the home patient (hp) drained 1302ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The cause for the iipv was undetermined. If any additional information is received, a follow-up will be sent.